Event description:
It was reported that approximately 40 mins after the dialysis treatment was initiated, the venous bloodline separated from the ash split catheter. Blood loss was estimated at +/- 1 pint. The pt lost consciousness, pulse, respirations, and blood pressure. CPR was initiated. The pt regained blood pressure, pulse, and respirations in +/- 10 mins, and was transported to the hosp via ambulance.